Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. Fse checked the unit and found that battery backup is less than 2 minutes. Then further checked the machine and found batteries of the machine are defective and need to be replaced. Fse replaced batteries provided by customer. The unit was tested properly and handover to customer in well working condition. The safety disk is also expired and fse recommend to replace it.

Event description:
N/a.

Manufacturer narrative:
Due to character limitations: full event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported that the cs300 intra aortic balloon pump was not operating on battery during routine check. No patient involved.